Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and implant system was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correct information received: product received on 09-jan-2024, stating that this is an adapter problem and non-serious. Correcting this event from reportable to non-reportable after receiving additional information. This is a follow up report for this information. Device received for this event is being corrected from unknown ankylos implant catalog#: unknown ankylos implant to ank c/x impl b9.5/d4.5/l9.5 catalog#: 31010428.